Manufacturer narrative:
This patient presented to the cardiac catherization unit for elective treatment of 2-vessel disease. The first vessel treated was a chronic total occlusion, de novo lesion in the mid left anterior descending artery (lad) of 29mm in length in a 3.2mm vessel diameter at a bifurcation. The (type c) concentric lesion was also characterized as flexion. The second was a de novo lesion in the 1st diagonal of 20mm in length in a 2.5mm. The (type c) concentric lesion was also characterized as flexion. The lesion was pre-dilated with a 2.0x20mm balloon at 14 atmospheres (atm) before deploying a 2.5x23mm cypher stent at 18 atm. Then a 3.0x33mm cypher stent was deployed at 20 atm in the proximal lad. The two stents were not overlapping each other. Post-dilatation was conducted with a 2.5x15mm balloon at 20atm. Intra-vascular-ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) 0 was recorded pre-procedure and timi iii flow was restored post-procedure. Act was not measured. Pre-procedure medications included aspirin 100 milligrams (mg)/day. Intra-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200 mg/day, heparin 8,000 units and nitroglycerin. Post-procedure medications included aspirin 100 mg/day, ticlopidine hydrochloride 200 mg/day. Six days later, a treadmill exercise test was done. During the exercise, the patient complained of chest pain. Coronary angiography was done and thrombus was observed from the ostial portion of the 1st diagonal through the 1st cypher. To treat the thrombus, aspiration was done. The kbt was done and an intra aortic balloon pump (iabp) was inserted. Two days later, follow-up angiography confirmed that there was no issue with the flow and the iabp was retrieved. The physician commented that the possible cause of the thrombotic event was because the treadmill exercise test was done by mistake. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days.

Event description:
Six days after percutaneous coronary intervention (pci), the patient complained of chest pain and angiography revealed thrombus.